Event description:
(B)(4). I had the device put in (B)(6) of 2014. Since then I have had severe pelvic pain, lower back pain daily, headaches, dizziness, forgetfulness, paint in my joints, my body is constantly achy, I feel sick all the time, no energy, and tired all the time. This device has ruined my life! I am looking at what my options are as far as getting it removed. 1 option is getting a hysterectomy which I wasn't ready for at (B)(6).